Manufacturer narrative:
Complaint not confirmed.

Event description:
Customer purchased gum proxabrush tight and had a brush head break only 4 days into use so they had to use a new one which broke 3 days into use. Upon getting further information customer mentioned toothbrush broke after only 4 days of use." " after only a couple of days of use, the wire broke that held the brush head and the brush head got stuck between their teeth .